Event description:
No tortuosity, scarring, or calcification were noted. The initial access punctured was satisfactory. Following discharge, the pt had a bleed and was re-admitted to the hospital. The pt's groin was sandbagged overnight and given plasma. The physician attributed the bleed to a platelet issue with the pt. He was not only bleeding from the femoral site, but also from a veinous blood draw site, and from dry skin cracks in his feet. The previous morning, there was blood in his urine. The physician indicated that this was a very challenging pt. The pt recovered without further sequelae.

Manufacturer narrative:
The device was not returned: therefore, product failure analysis was not possible. The lot number was not reported and could not be distinguished from multiple lots shipped to the facility. Therefore, a review of the device history record for this lot was not performed. The axera 2 access system in instructions for use (IFU, was reviewed. Possible adverse effects of vascular access procedures are listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on the device usage, warning, and precautions; therefore, no update is required. Based on the review completed, it is unk whether or not the device was out of specification as it cannot be definitively determined. The probable root cause, based on available info, is the reported platelet issue with the pt.